Manufacturer narrative:
The customer reported problem was confirmed., infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed need assistance on 8100 sn (B)(4) is having a check IV set error, already tried replacing the ail assembly but did not resolved check IV set error. Need help on how correct the issue. Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I assisted biomed on 8100 sn (B)(4) is having a check IV set error, already tried replacing the ail assembly but did not resolved check IV set error. Resolution to verify the pressure sensor by running the analog sensor test, if pressure sensor are fine, then more likely the logic board might be faulty. I recommend to biomed to consider sending it in for level 1 repair. If biomed need further assistance, will call back.